Event description:
Device malfunction: failure to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician used the starclose device to attempt arteriotomy closure of an unspecified site after an unspecified procedure. Reportedly during step 3 (thumb advancer), resistance was felt and the thumb advancer could not move forward to align the finish arrows. It was not specified how hemostasis was achieved. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer did not state the device will be returned for evaluation. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.